Manufacturer narrative:
The investigation was performed by reviewing the product documentation, inspecting the returned implants, and performing a functional test of the returned instrumentation. There were no discrepancies related to the failure mode found upon review of the device history records of the product. The investigation determined, based on the engineering analysis, the most likely cause of the jammed implant was the mismatch of the 12mm struts with the 14mm distractor by the user. Surgeons receive supplemental training on the use of the infix products prior to shipment for implantation. The surgeon associated with this event was reportedly trained on 2/5/07. Further investigation is pending.

Event description:
It was reported that during an anterior lumbar fusion at l5-s1, the surgeon had difficulty with implanting the hardware. It was stated that the pt's disc space measured approx 8 mm in height and the struts that the surgeon was putting in were 12 and 14mm in height. The surgeon made several attempts to form the construct, but the locking mechanism would not engage properly. It was stated that the struts would jam in the plates prior to locking. After the third attempt, the surgeon was able to complete the construct with 3 degree medium endplates and 14mm struts.